Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced mental and physical pain, suffering, physical deformity, mesh failure, mental anguish, permanent and severe scarring, disfigurement, defective product, mesh erosion, mesh contraction, infection, adhesions, fistula, inflammation, foreign body response, scar tissue, organ perforation, recurrence, dyspareunia, blood loss, neuropathic and other acute and chronic nerve damage, abdominal pain, fibrotic mesh balled up, bladder injury, and abdominal wall fluid collection. Post-operative patient treatment included corrective surgery/surgeries, additional surgery to repair the hernia that the parietex mesh was initially implanted to treat, partial removal of mesh, hernia repair with mesh, dissection to remove mesh from abdominal wall, operations to attempt to repair organs, tissue, and nerve damage, and the use of pain control and other medications.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced mental and physical pain, suffering, physical deformity, mesh failure, mental anguish, permanent and severe scarring, disfigurement, defective product, mesh erosion, mesh contraction, infection, adhesions, fistula, inflammation, foreign body response, scar tissue, organ perforation, recurrence, dyspareunia, blood loss, neuropathic, nerve damage, abdominal pain, mesh in fibrotic ball, bladder injury, abdominal wall fluid collection, bladder spasms, (&) fat necrosis. Post-operative patient treatment included corrective surgery/surgeries, partial removal of mesh, hernia repair with mesh, dissection to remove mesh from abdominal wall, operations to attempt to repair organs; tissue; nerve damage, and the use of pain control and other medications, mesh removal, foley catheter insertion/changed once a month, component separation, cat scan, exploratory lap, repair of bladder injury, cystotomy repaired, hospitalization, (&) IV pain medication.

Manufacturer narrative:
Additional info: a1, a2, a3a, a4, a5b, b2, b5, b6, b7, d1, d4 (model #, catalog #, expiration date, lot #), d8, g1, g4 (PMA / 510(k) #), h4, h6 (patient codes), (&) additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.